Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing. The lead was repositioned and therapies were turned on, and the s-ICD remains in service. No adverse patient effects were reported.